Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #873c74. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the device in this condition may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 873c74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 10/24/2024 d4 batch # unk the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device cdh29p lot number c9dv97 and no non-conformances were identified additional information was requested, and the following was obtained: 1. Please provide more details for 'the breakaway washer got stuck after firing"? Unknown 2. Was the breakaway washer completely cut? No 3. Was the device difficult to close? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the surgeon has the idea that the breakaway washer got stuck after firing. It looks different than other firings. The donuts are complete. There was no surgical delay. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/1/2024. Serial number provided see d4.